Manufacturer narrative:
The doctor reported that out of four veneers that had been seated using nx3 in a patient, three had fallen off and needed to be recemented. The patient is doing fine. The actual product involved in this incident was not returned to kerr corporation for evaluation. A retain sample from the same lot as the product involved in this incident was tested for adhesive strength. The results indicated that the product was within specifications. This is the second of two incidents. - (B) (4). Retain sample was tested.

Event description:
On (B) (6) 2010, a doctor reported that three out of four veneers that were seated using nx3 cement had fallen off in a patient. This is the second of two incidents.